Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, he had experienced low blood glucose episode of 31 mg/dl. Paramedics were called but customer wasn't hospitalized. The insulin pump had gone into threshold suspend and by the time paramedics arrived customer's blood glucose was 76 mg/dl. Customer declined troubleshooting insulin pump as it was working as designed. The insulin pump is not returning for analysis.